Event description:
The customer reported no image on dvi out during an inspection for use procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.